Event description:
The customer reported that the insulin pump alarmed battery out limit and failed battery test. The battery out limit alarm was recurring. Customer's blood glucose level was 130 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.